Event description:
It was reported that during a case involving a superfical femoral artery, the guide wire was put down and then the balloon catheter was used for pre-dilatation. A stent was deployed and post-dilatation was needed. A new balloon catheter was used for post-dilatation and a piece of something was noticed on the guide wire. The piece was removed and it appeared to be the tip of the balloon catheter. Another balloon catheter was used for post-dilatation. Reportedly, there was no patient injury.